Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the pump time was incorrect by 5 minutes; cause was unknown, and the pump battery was observed to be depleting rapidly. There was no reported impact to customer's blood glucose level was not provided. Reportedly, customer continued to use the pump for insulin therapy.